Event description:
Pt called to report that her true result nipro blood glucose monitor is giving inaccurate and inconsistent results. This is her second blood glucose meter from this company. She said her first one, which she no longer has, also had problems.